Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: "underinfusion of carboplatin. 3rd party adapter present. Prior infusion of paclitaxel on the same pump sn (B)(6) completed without issue. Carboplatin initiated with vtbi 299 ml , 329 ml/h, at 1715hours expected to complete within 1 hour. User observed during 30 min mark the bag still has more than half full. Upon discovery of underinfusion, door opened observed line flattening, transfered to pump sn (B)(6) to run for 30 mins. At the end of the 30 mins, on pump sn (B)(6), bag was still found to be 1/4 full. Upon discovery of the 2nd underinfusion, line was transferred to a 3rd pump which completed without issues."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. A space line was selected and the infusion started with a rate of 329 ml/h over 39 minutes. The kvo mode (keep vein open) started and a few seconds later the infusion was stopped. At this time, 197,40 ml was infused. No other abnormalities were found. Judgment: the complaint could not be confirmed.